Manufacturer narrative:
On 11/3/2017 koven received the medwatch form in the mail. On 11/3/2017 phone call to initial reporter, no answer, no voice mail. On 11/6/2017 emailed initial reporter to contact koven right away. On 11/7/2017 hospital contacted koven and koven requested the probe be returned for evaluation and replaced probe at no charge. Investigation was completed on the probe and it was found to be working properly. No issues were found with the probe. No way of uncovering why it did not work at the hospital site.

Event description:
Hospital said they plugged in the probe and it did not work.